Manufacturer narrative:
The device is expected to be returned for analysis, but has yet not been received. Upon completion of the device analysis a supplemental report will be submitted.

Event description:
Medtronic received report that during a distal right middle cerebral artery (mca) aneurysm coiling procedure, the customer reported to have lost control during deployment of the 4mm coil. It was soon realized that the microcatheter had broken and separated when the rhv was loosened. The catheter "snapped" 1/3 of the way from the tip. The device was successfully removed as the 4mm coil was through the catheter. No patient injury occurred.

Manufacturer narrative:
The microcatheter was returned for analysis. An implant coil was found partially within the hub and extending out from the distal end of the proximal microcatheter segment. The catheter was found to be separated into 3 sections. The tip of the returned catheter was found to be straight which contradicts what the customer reported. The model and lot number (model: 190-5092-150 / a421795) that the customer reported belongs to a echelon with a 90 degree tip. Attempts have been made to obtain additional information, however, the customer will not provide further information. Based on the microcatheter analysis, the report catheter separation/break was confirmed. The microcatheter was found to be separated in to three segments. The broken ends of the microcatheter exhibited jagged edges, stretching and necking which indicate that the microcatheter separated when exceeding the tensile strength of the tubing material. It appears that excessive force was required to remove the microcatheter from the patient. All devices are 100% inspected for damages and irregularities during manufacture. Per the echelon microcatheter instructions for use (IFU): warning: never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluo roscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries. Precaution: the micro catheter has a lubricious hydrophilic coating on the outside of the catheter. It must be kept hydrated to be lubricious. This can be accomplished by attaching the y-connector to a continuous saline drip. If information is provided in the future, a supplemental report will be issued.